Manufacturer narrative:
(B)(4). Event month and day: unknown. Event year: 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: during closing and firing of the instrument there were no anomalies noticed. After removing the instrument from tissue, it was noticed that the staple line was partially insufficient. There is no information about staple formation available. The device was fired on inflamed appendix tissue. The procedure was finished successfully with another ats45. There were no negative consequences for the patient. Additional information was requested and the following was obtained: it was initially reported that the staple line was incomplete. Additional information provided stated, ¿after removing the instrument from tissue it was noticed that the staple line was partially insufficient. There is no information about staple formation available.¿ as the information is conflicting, are you able to confirm if staples were missing from the staple line? Staple line is incomplete not insufficient ¿ perhaps only 1 cm long. What was meant by ¿partially insufficient?¿ new instrument was taken. Was the staple line bleeding? No. Was a staple line leak identified? No.

Event description:
It was reported that during a laparoscopic appendectomy, incomplete staple line. No further information is available.